Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no: 328512 batch no: 9231336. It was reported that the per owner experienced needle hub separation.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-02-09. H6: investigation summary: customer returned two syringes in a 0.3ml 31 gauge 8mm pouch from lot # 9231336. For both syringes, the needle hub has separated from the barrel. The hub is lodged in the needle shield. There is no damage to the connector at the distal tip of the barrel or the base of the needle hub on either syringe. Both plunger caps have been removed but there are no signs of use. No other defects found. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There were two (2) notifications noted for cracked hubs bd was able to confirm the customer¿s indicated failure for both returned syringe. He carrier that assembles the components together was adjusted to reduce the pressure causing cracked hubs. Too much pressure will pressure may cause cracked hubs and too little of pressure may cause the hub to not be fully seated. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no: 328512, batch no: 9231336. It was reported that the per owner experienced needle hub separation.